Event description:
Repair center alleged that the unit is noisy. Per independent repair statement, the unit noisy. Key failure was the compressor was noisy. Additional malfunctions was the 4 way valve was not shifting, power switch was broken causing unit to be unable to alarm.